Manufacturer narrative:
A review of the manufacturing documentation of the implanted device revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received the patient has swelling at the ipg site. The swelling had decreased since being implanted but was still present. The patient was started on IV antibiotics for 6 weeks.

Event description:
A report was received the patient has swelling at the ipg site. The swelling had decreased since being implanted but was still present. The patient was started on IV antibiotics for 6 weeks.